Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small segment of two to three coils') and endometrial ablation ('nova sure endometrial ablation') in an adult female patient who had essure (batch no. 624475) inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysteroscopy, left salpingectomy, dilatation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and endometrial ablation outcome was unknown. The reporter considered device breakage and endometrial ablation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('a small segment of two to three coils') and endometrial ablation ('nova sure endometrial ablation') in an adult female patient who had essure (batch no. 624475) inserted for female sterilisation. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery (ablation and hysteroscopy, left salpingectomy, dilatation and curettage). Essure was removed on (B)(6) 2019. At the time of the report, the device breakage and endometrial ablation outcome was unknown. The reporter considered device breakage and endometrial ablation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jun-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.